Event description:
This pt was treated for an asymptomatic, 6 cm fusiform aneurysm of the proximal descending thoracic aorta in 2007 with two gore tag thoracic endoprosthesis. A left subclavian artery coverage was necessary for fixation and seal of the tag device. A left carotid-artery-to-subclavian-artery bypass using a 6mm ptfe graft (MFR unk) was performed. The first tag device was deployed but moved distally causing a type I endoleak. A second tag device was deployed to extend the first graft proximally to the distal edge of the left common carotid artery. A completion angiography showed a widely patent stent graft and no evidence of endoleak. Four days later, a f/u CT angiogram showed a type ii endoleak with persistant filling of the aneurysm sac. Four days later, the pt underwent a successful implant of an amplatzer plug of the left subclavian artery resolving the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Please not attached list of add'l device implanted and involved in this event gore tag thoracic endoprosthesis (tg3420/5552763).